Event description:
The customer reported to olympus, the flex video scope, image is cloudy. It is unknown when the issue reported was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found due to damage on objective lens, a foggy image occurs. In addition, due to a dent on distal end, water tightness is lost. The adhesive rubber has a scratch, adhesive on a-rubber has a chip. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of forceps elevator lever(sp), bending section cannot be fixed firmly. Due to damage on charged coupled device unit, the image has linear scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The root cause of the event was unable to be specified. However the event likely may have been due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event in general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. Inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.